Manufacturer narrative:
Results: the complaint about ¿invalid impedance¿ was confirmed. As received, the lead had a kink in the lead body where all the internal wires were broken. There was also a cam impression from the swift-lock anchor. As the outer tubing was not breached, and the invalid impedances were observed prior to the revision, the fracture is consistent with overstress the lead was subjected to near the distal end of the swift-lock anchor while it was in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) lead showed invalid impedance measurements. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue. The implant date is unknown for the following device: model: 1192, scs anchor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.